Event description:
It was reported that during an unknown procedure, the device did not meet the customer¿s expectations. There were no patient consequences reported. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the el5ml device was received inserted through a b5lt trocar and with the right jaw ramp disengaged from cam. This condition would not allow the jaws to collapse in order to form the clips. The device was tested for functionality and ejected 3 clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented further functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.